Manufacturer narrative:
Product analysis: the device was aligned with the 0.5ma position when receive. (The position / setting was not moved from the as received condition) the device would light when touching the probe tip to the grounding needle per the instructions for use which indicates it was delivering stimulating current. Note ¿ the 0.5ma setting is the least sensitive setting for this device. The device was functionally tested in the other two positions with no issues or intermittent behavior while manipulating the switch and tip within the positions. The device was electrically tested per manufacturing instructions with no out of specification condition identified: position 0.5ma requirement is 0.5ma +/- 0.1ma (0.4ma - 0.6ma), and measures 0.49ma. Position 1.0ma requirement is 1.0ma +/- 0.2ma (0.8ma - 1.2ma), and measures 1.01ma. Position 2.0ma requirement is 2.0ma +/- 0.4ma (1.6ma - 2.4ma), and measures 2.00ma. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that during neurolysis, hcp found that the device was less sensitive when detecting the nerve. After several tests, it still didn't improve. There was about 5 minutes delay. Hcp used another one to complete the operation. Patient alive-no injury.